Event description:
It was reported that during the implant procedure for a left bundle branch placement, multiple attempts to position the right ventricular (rv) lead in the rv septum to achieve satisfactory parameters were unsuccessful. Furthermore, the helix mechanism was overstretched, rendering it ineffective. A replacement lead was then utilized to successfully complete the procedure without any reported negative effects on the patient. The original lead is anticipated to be returned.

Event description:
It was reported that during the implant procedure for a left bundle branch placement, multiple attempts to position the right ventricular (rv) lead in the rv septum to achieve satisfactory parameters were unsuccessful. Furthermore, the helix mechanism was overstretched, rendering it ineffective. A replacement lead was then utilized to successfully complete the procedure without any reported negative effects on the patient. The original lead was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.